Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a shocking sensation. He was flying his drone (radio frequency- 2.4 mh) and his back tingled and then spasmed ( momentary increase of stimulation while using drone). The drone controller sensed interference and said "warning- signal interference- land drone now." He landed it and turned the drone off and the tingling stopped. He turned stimulation off and used the drone again and that time he did not feel the shocking sensation. When using the drone, he would turn stimulation off. The onset of the shocking sensation was sudden in nature. The indication for therapy was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.